Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that syncope was noted when it comes to this device. Based on the data sent for review, normal device function as noted. No additional adverse patient effects were reported.

Event description:
Despite efforts to obtain information the root cause of the syncope was not confirmed.